Manufacturer narrative:
Evaluation is pending.

Event description:
On 11/21/07, the sales rep reported that during a tlif surgery, the surgeon was inserting the implant and he was using a mallet to tap on the inserter handle. The implant was sitting on bone instead of over the disc space. The surgeon continued to tap on the inserter and the implant broke into two pieces. Additional info was obtained on 12/18/07. The surgeon retrieved the pieces from the surgical site. The surgeon used another implant without incident. There was no reported pt injury or surgical delay.